Event description:
It was reported that, "mrs stem was opened and surgeon received and noticed the stem was protruding through both packaging inserts. The stem was a cemented stem with a porous body, so we opened a stem without the porous body and added a 30mm extension which yielded the same length. Surgeons were in agreement with the alternative option."